Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose level of 800 mg/dl; cause was unknown. Water and a manual injection were given to address bg. Customer went to the hospital and was treated with ¿medicine to balance out the acid in the body¿. However, the type of medication was not specified. Customer was released from hospital on (B)(6) 2018.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.